Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #01 report inadvertently left out relevant information h6 adverse event problem, corrected data: supplemental #01 report inadvertently coded 'b17' for type of investigation instead of 'b18'.

Event description:
Additional information received noting that the explanted lead was discarded.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not note that the patient underwent x-ray imaging. F10 adverse event problem, corrected data: initial report inadvertently left out code f2203.

Event description:
Additional information received noting that the patient underwent x-ray imaging. The patient then underwent a lead revision and upon examination of lead the distal portion of the lead at the bifurcation next to the anchor coil was found to be broken. A new lead was implanted and an interrogation was performed which showed good impedance. The suspect product has not been received by product analysis to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was experiencing a pulsating sensation in their neck and then later stop feeling stimulation. When seen recently they were found to high impedance and low output current. The patient's device was then disabled. No known surgical intervention has occurred to date. No other relevant information has been received to date.